Event description:
User received discrepant ise results for multiple pt samples. User provided data for 11 pt samples, but only the following pt example was determined to be discrepant for sodium. Initial result gave 137 mmol per l and was reported. Same sample was repeated on another i800 at customer site giving 129 mmol per l. Corrected reports were sent out. User stated she does not know if any pts were adversely affected and would not be able to find out. The field service rep determined the ise mixing tower was clogged and failure of both sodium and potassium electrodes to be the cause. He cleaned the mixing tower and replaced both sodium and potassium electrodes. Ise performance checks, calibration and controls were run to verify analyzer performing within spec.